Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating the doctor believed that the patient had leukemia that caused postoperative abdominal bleeding.

Event description:
It was reported that approximately six hours after a completed cryo ablation procedure when the patient returned to the ward, the patient's vital signs became unstable. Rescue efforts were attempted but the patient died. No exact cause of death was determined as no autopsy was performed.

Manufacturer narrative:
Continuation of d10: product ID 2af283 (lot: 20522); product type: 0624-arctic front catheter product ID 990063-020 (229207704); product type: 0623-achieve catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.